Event description:
It was reported that the patient was experiencing difficult charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing difficult charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. No further information has been obtained despite good faith efforts. Additional information stated that the patient has recovered and well postoperatively. The explanted products disposed of by facility.